Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user was alleging under delivery. Customer blood glucose was 324 mg/dl. Customer was treated with manual injections. The insulin pump will be return for further analysis.